Event description:
The customer reported that the device had the screen go out due to colored lines on and cannot see anything on it. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device had the screen go out due to colored lines on and cannot see anything on it. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. The display and face plate assembly were replaced to resolve the problem. The device passed all performance assurance tests and was sent back to the customer.